Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 475 mg/dl. Customer declined for troubleshooting of high blood glucose. Customer stated that the sensor had issue. The insulin pump will not be returned for analysis.